Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with unknown gel breast implants which bilaterally ruptured after implantation. The issue was confirmed by MRI examination. As a result, patient underwent bilateral explantation on (B)(6) 2018. This report is for the left implant.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears red. Red material was observed within the device and on the shell surface. Mentor product analysis lab discovered an area of missing material measuring approximately 1.2 cm x 1.2 cm on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 2/11/2019, indicated that the patient ethnicity is caucasian, and she also had bilateral issue with capsular contractures. There was removal with no replacement. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).